Event description:
The facility representative reported a pump with failure code of 703 during bio-med testing. According to the facility representative, there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
Evaluation summary: the device evaluation was completed and failure code 703 for channel c confirmed, due to both a defective user interface module printer circuit board (uim pcb) and pump head module (phm). Service installed a new channel c, uim pcb and phm. Service tested the device. A review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.